Manufacturer narrative:
A review of the complaint history, device history record, documentation, drawing, quality control, and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation and has been discarded.

Event description:
It was reported that during a right antecubital procedure using a micropuncture transitionless stiffened cannula access set, the end user tried to snare out the wire but could not get it. The wire was left in the subcutaneous tissue. There were no reports of additional adverse effects on the patient due to this occurrence.